Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Event site email changed. (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Microscopic inspection showed the heater wire on the hot jaw was bent and detached from the tip down to the lower part but remained attached to the base of the jaw. Traces of blood were evident on the jaws and the wire. The insulated silicone boot was cracked at the tip of the hot jaw. The cold jaw appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure mode "bent wire" was confirmed. The analyzed failure mode "peeled jaw" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.